Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The device was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked belt clip slot.

Event description:
Customer's wife reported via phone call high blood glucose levels. Customer's blood glucose reading was as high as 580 mg/dl. Customer was hospitalized as a result of their high blood glucose levels. Troubleshooting for high blood glucose was performed. Customer experienced abdominal pain, dehydration, diabetic ketoacidosis, vomiting and ketones. Customer was placed on IV drip and the ambulance rushed them to the hospital. Customer's healthcare provider advised to discontinue the use of the insulin pump when they were released from the hospital. Customer did not pass the high pressure test both times they performed it. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.